Event description:
During an atrial fibrillation (afib) procedure, it was reported a pericardial effusion was noted during ablation and a pericardiocentesis was performed. Additional information provided stated this event potentially occurred as a result of rf in the left atrial appendage-side of the ridge. After pericardiocentesis, the patient had no more effusion.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: carto 3 system, model #: fg-5400-00m, serial #: (B)(4). Stockert 70 system, model #: m-5463-0,1 serial #: (B)(4). Cool flow pump, model #: m-5491-02, serial #: (B)(4). Lasso catheter, model #: d-1343-02-s, lot#: unk. Webster 4 pole catheter, model #: unk, lot#: unk. (B)(4).